Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735559, serial/lot #: 0220648317, ubd: 26-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the catheter of the ablation system melted and that saline leaked from the unit into the target. Upon completion of the procedure and the patient was removed from the scanner, it was reported that a yellow tinted fluid exited the outflow line of the tubing, which stuck at the joint/connection where the catheter ends and the tubing begins. It was suspected that the fluid was blood or remaining plastic residue from the catheter. It was also reported that the flow issues affected the target area in that accurate high temperature markers were difficult to set. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Post-operative troubleshooting found that a drop of saline appeared at the point the catheter had melted, additionally a leak was observed in the outline of the tubing. It was noted troubleshooting was performed by placing a syringe under pressure with the outline blocked. Additionally, troubleshooting was performed without the pump tubing kit connected.